Event description:
The healthcare professional reported that during an endovascular embolization procedure, after the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 6920549) was released in the target site, the m1 segment of the middle cerebral artery (mca), the physician observed that the distal markers of the stent were fully opened, but the proximal markers did not fully open or expanded as intended. ¿given the treatment effects, the physician completed the procedure.¿ there was no report of any negative patient impact. On 02-apr-2024, additional information was received. The information confirmed the procedure was targeting an unruptured aneurysm on the m1 segment of the middle cerebral artery (mca). There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. The microcatheter used was a prowler select plus microcatheter (catalog / lot# unobtainable); the microcatheter was not replaced. There had been no resistance during the advancement of the stent. The replacement stent was not another .5mm x 37mm enterprise® vascular reconstruction device (enc453712). The additional information indicated that ¿after implanting the enterprise stent, the physician evaluated the immediate effect of coiling under angiogram and decided that it is acceptable to end the procedure. The device was left inside the artery and was not replaced.¿ the information also confirmed there was no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) . The initial reporter email address was not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6920549. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.